Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that a patient had their superion interspinous spacer device explanted for unknown reasons.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that a patient had their superion interspinous spacer device explanted due to the device not providing relief. The patient opted for a different spine surgery. The patient is reporting no issues following the explant surgery. The explanted device will not be returned as it was kept by the medical facility. Additional information was received that the patient requested the device to be explanted in order to obtain a spine surgery. The spine surgery was at the same vertebrae level that the spacer was implanted in. There was no patient issues reported in recovery.